Manufacturer narrative:
Updated data: a4: added the mean patient weight of the study population. B5: additional information received from the physician / author stated that medtronic product did not contribute to any of the observed deaths and was not directly related to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: ko ty et al. Temporal change in paravalvular leakage after transcatheter aortic valve replacement with a self-expanding valve: impact of aortic valve calcification. Acta cardiol sin. 2020 mar; 36(2): 140¿147. Doi: 10.6515/acs.202003_36(2).20190709b. Earliest date of publish used for date of event (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an investigation of the temporal changes in paravalvular leak (pvl) in patients who underwent transcatheter aortic valve replacement (tavr) with a self-expanding valve. All data were retrospectively collected from a single center between september 2010 and june 2016. The study population included 93 patients and was predominantly male with a mean age of 82 years. All patients were implanted with the medtronic corevalve. No serial numbers were provided. Among all patients, 11 deaths occurred within one year after tavr. Of those, 2 were cardiovascular deaths: sudden cardiac death (1) and unknown cause (1). No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second valve implantation due to high or low implant position of the first valve (2 high, 3 low); surgical aortic valve replacement due to severe pvl (1); high or low valve implant position without the need for a second valve (8 high, 27 low); mild pvl (40); and moderate to severe pvl (21). At one-year follow-up, 2 patients had worse pvl (from mild to moderate), and 25 had improved pvl (1 from severe to moderate, 8 from moderate to mild, 11 from mild to trace, and 5 from trace to none). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.